Event description:
This report is against maude report number (B)(4). The only information contained in this report is correction or additional information. This report is for one unknown cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. This report is for one unknown cannulated screw/unknown lot. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.